Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer reported that changing the lamp resolved the issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that light source temperature switch error (e102) was caused by non-olympus lamp. The event can be prevented by following the instructions for use which state: warning. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source displayed error e102 (the light source has broken down) and was making a clicking sound. The customer reported that the non-olympus lamp counter showed 200 hours. The customer replaced the lamp with a lamp from a working unit and the issue was resolved. No patient harm or user injury was reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.